Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported issue. All testing was performed using a good known ac adapter. Carefusion powered on the ventilator using both an external and internal power source, and immediately powered down ventilator and was able to silence the audible alarm with the press of the "silence/reset" button. The ventilator did not have any issues with silencing the audible alarm when on an external power source. Internal inspection did not reveal any abnormalities with the ventilator. The customer did not provide the ac adapter for further testing. The unit passed all testing.

Event description:
It was reported by the customer that the unit has an audible alarm that cannot be silenced on power down or while plugged into an external source. The ventilator was alarming inop during setup, therefore there was no patient involvement.